Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), fallopian tube perforation ("perforation (fallopian tube)"), genital haemorrhage ("abnormal bleeding"), pelvic infection ("pelvic bone infection") and thrombosis ("clotting") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's concurrent conditions included obesity. In (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced pelvic infection (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection") and weight increased ("weight gain"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), paraesthesia ("tingling in feet"), dysmenorrhoea ("severe menstrual cramping"), menorrhagia ("persistent increased menstrual flow / abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), dyspareunia ("pain during sex"), fatigue ("fatigue"), blood pressure increased ("increased blood pressure"), tremor ("shaking/ trembling"), decreased appetite ("loss of appetite"), vomiting ("throwing up") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic infection, thrombosis, abdominal pain lower, back pain, paraesthesia, dysmenorrhoea, menorrhagia, alopecia, dyspareunia, fatigue, blood pressure increased, tremor, decreased appetite, vomiting, vaginal haemorrhage, cystitis, allergy to metals and headache outcome was unknown and the fallopian tube perforation, genital haemorrhage, migraine, nausea and weight increased was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, blood pressure increased, cystitis, decreased appetite, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, paraesthesia, pelvic infection, thrombosis, tremor, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: ptc global no: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received, concomitant condition added,product information updated, events added as follows:- vaginal haemorrhage, cystitis, pelvic infection, device dislocation, nausea, allergy to metal, pelvic pain, fallopian tube perforation, weight increased, headache, genital haemorrhage,essure confirmation test(s) not conducted incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device'), fallopian tube perforation ('perforation (fallopian tube)'), genital haemorrhage ('abnormal bleeding'), pelvic infection ('pelvis infection'), osteomyelitis ('pelvic bone infection/pelvis infection') and thrombosis ('clotting') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's medical history included migraine headache, urinary tract infection, vomiting, vaginal bleeding, spotting vaginal, acute pyelonephritis, parity 3 ((B)(6) 1999, (B)(6) 2007, (B)(6) 2008, high risk with last 2 kids due to high white blood cell count) and white blood cell count high (high risk with last 2 kids due to high white blood cell count). Previously administered products included for abdominal pain: macrodantin; for nausea: phenergan; for an unreported indication: promethazine, vitamins, tylenol and amox. Concurrent conditions included obesity, fibroids, ovarian cyst, uterine tenderness, chest tightness, uterus enlarged, adenomyosis, acute coronary syndrome, pulmonary embolism, internal bleeding, electrolyte imbalance, epigastric pain, left lower quadrant pain, acute abdomen, polytrauma, facial pain (face pain) and ear pain. Concomitant products included amlodipine since (B)(6) 2017 for blood pressure high as well as ferrous sulfate since (B)(6) 2017. In (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced migraine ("migraines\\migraines\ headaches") and headache ("headaches"). In (B)(6) 2014, the patient experienced menorrhagia ("persistent increased menstrual flow / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2014, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), osteomyelitis (seriousness criterion medically significant) and cystitis ("bladder infection") and was found to have weight increased ("weight gain"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), paraesthesia ("tingling in feet"), dysmenorrhoea ("severe menstrual cramping"), alopecia ("hair loss"), dyspareunia ("pain during sex"), fatigue ("fatigue"), tremor ("shaking/ trembling"), decreased appetite ("loss of appetite"), vomiting ("throwing up") and allergy to metals ("nickel allergy") and was found to have blood pressure increased ("increased blood pressure"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic infection, osteomyelitis, thrombosis, abdominal pain lower, back pain, paraesthesia, dysmenorrhoea, alopecia, dyspareunia, fatigue, blood pressure increased, tremor, decreased appetite, vomiting, cystitis, allergy to metals and headache outcome was unknown, the fallopian tube perforation and genital haemorrhage was resolving and the migraine, menorrhagia, vaginal haemorrhage and weight increased had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, blood pressure increased, cystitis, decreased appetite, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, osteomyelitis, paraesthesia, pelvic infection, thrombosis, tremor, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: current weight: 125 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Pregnancy test urine - on (B)(6) 2008: results: negative. On (B)(6) 2017, exam: CT abdomen and pelvis w con. Finding: recent postsurgical changes are seen related to hysterectomy with absent uterus and intraperitoneal air within the upper and to a lesser extent in the lower abdomen and pelvis, there is also diffuse air/gas tracking in the lower chest/anterior abdomen particularly surrounding the abdominal recti musculature. Some of these may be latrogenic within the venous system. There is evidence of small amount of free fluid within the pelvis. Nonspecific fluid or cystic changes are seen in the left greater than right achexa. Recent postsurgical changes are seen related to hysterectomy with intraperitoneal and extraperitoneal air including diffuse air/gas tracking into the anterior abdomen (some of these may be iatrogenic within the venous system) and small mild of free fluid within the pelvis. 2. Nonspecific fluid or cystic changes are seen in the left greater than right adnexa. 3. Otherwise no acute findings in the abdomen and pelvis. Quality-safety evaluation of ptc: ptc global no: 2017-012139. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received: new event pelvic infection was added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.